Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were eight other complaints reported against the lot. Two of the eight address internal leaks and are unrelated to the current event. The remaining six complaints address external leaks, with one complaint being confirmed to be due to an oblong adapter cap (unrelated to the current complaint), and no samples being returned on the other five complaints. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed outside the dialyzer on the arterial end of the dialyzer. The machine did not alarm with a blood leak alarm. Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed outside the dialyzer on the arterial end of the dialyzer. The machine did not alarm with a blood leak alarm. Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.